Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: pump stoppage. Specific component(s) involved: pump drive unit malfunction. Additional text: unk. Causative or contributing factor: patient noncompliance in device maintenance and protection. Intervention(s): replacement of other component, specify. Implant device type: lvad.